Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was unable to deliver insulin or medication. The following information was provided by the initial reporter: the consumer reported needle clog during injection. Date of event: unknown. Samples: available.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was unable to deliver insulin or medication. The following information was provided by the initial reporter: the consumer reported needle clog during injection. Date of event: unknown. Samples: available.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-13. H6: investigation summary: customer returned (23) open 32gx4mm bd pen needles without tear drops labels attached. The consumer reported needle clog during injection. All 23 returned pen needles were examined, and it was observed that 12 exhibited a bent non-patient end (npe) cannula, and 7 exhibited a broken npe cannula. The remaining 4 returned pen needles exhibited a straight npe cannula, and were tested for flow using a test pen injector: all 4 were able to expel properly. The bent or broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged. Since all 23 samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent or broken npe cannulas is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (npe cannula bent, npe cannula broken). The root cause for this issue is user related. The npe cannulas were bent or broken after the user handled the pen needles.